Event description:
It was reported during service at the manufacturer that the micro drill ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the rotor, the adaptor and spacer washer. The adaptor was also worn.